Event description:
It was reported that the patient was positive for streptococcus and enterococcus infection and was experiencing postprocedural non-healing wound. It was noted that the lead was exposed in the pocket. The patient underwent an ipg explant procedure and was prescribed with doxycycline and augmentin. Took stitches out during wound care appointment. The patient was healing well. The explanted ipg was discarded.